Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Unit was primed to fill. Installed test circulation pump for flow. Serviced circulation pump. Performed pm procedure. Serviced mixing pump. Replaced mixing pump, heater, drain valves, manifold o-rings, coin cell. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill, no suction at left port. It was determined that the device had a failed circulation pump. Requested a quote for 2000-hour service. Per follow up information received on 01nov2024, it was reported that the sample received. No patient involved at the time of the malfunction.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill, no suction at left port. It was determined that the device had a failed circulation pump. Requested a quote for 2000-hour service.